Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: d, e the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was not producing urine. They started rewarming around 6pm in an arctic sun device. They switched from a bladder probe to an esophageal probe, and the esophageal probe fell out of the mouth. Therapy stopped. They changed back to the foley, but they continued to get erratic patient temperature alarms and therapy stopped again. Currently they were using a rectal probe and therapy seems to be running okay. Do they need to change devices. Explained the device is programmed to stop therapy if the patient's temperature was erratic, for example, probe falls out. Confirmed this occurs quickly for safety reasons. It might be that the patient's temperature read erratic when changing back to the foley because not enough time had passed for the temperature to stabilize from the esophageal probe. Explained if the alarm continues to sound, they could replace the temperature-in cable. Device was responding as expected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was not producing urine. They started rewarming around 6pm in an arctic sun device. They switched from a bladder probe to an esophageal probe and the esophageal probe fell out of the mouth. Therapy stopped. They changed back to the foley, but they continued to get erratic patient temperature alarms and therapy stopped again. Currently they were using a rectal probe and therapy seems to be running okay. Do they need to change devices. Explained the device is programmed to stop therapy if the patient's temperature was erratic, for example, probe falls out. Confirmed this occurs quickly for safety reasons. It might be that the patient's temperature read erratic when changing back to the foley because not enough time had passed for the temperature to stabilize from the esophageal probe. Explained if the alarm continues to sound, they could replace the temperature-in cable. Device was responding as expected.